Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the transmitter had a pairing issue. No additional event or patient information is available. Data log was reviewed for evaluation on 04/07/2017. Complaint for a pairing issue could not be confirmed. However a transmitter failure was found and confirmed. The root cause could not be determined post investigation. Based on the findings of a transmitter failure this is now being reported. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. A voltage test was performed on the transmitter and it failed, resulting in zero volt discharge. Share data logs were reviewed, finding nothing related to the customer complaint. The complaint of pairing failure could not be confirmed. The root cause could not be determined, post investigation.